Event description:
It was reported that while anesthesia. The patient went into shock due to an allergy to chlorhexidine. This was confirmed by a blood test and as a result, the catheter was removed from the patient. After an emergency treatment, the intraoperative resuscitation consisting of IV fluids, boluses of epinephrine, vasopressin, and cardiac massage, the patient recovered. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.